Event description:
No injury or pt use related complaints have been reported. Upon in-coming inspection, the distributor found a lack of the sterility seal on the pouch of some of the template material. The template material is no implantable. It is provided as a convenience in cutting the size and shape of the absorbable collagen membrane. The sterility of the template material cannot be guaranteed in pouches with damaged seals. Minimal risk of infection exists if affected template material is used. The lack of sterility seal is easily visible. Product labeling for the template states: "template sterility guaranteed unless package is damaged or opened. Do not resterilize - discard all template material after package is opened." Actual medial device (absorbable collagen membrane) is not affected.